Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material coming from the biopsy channel. The type of material and root cause could not be identified. It is possible that the user could not perform reprocessing properly due to leakage from biopsy channel to remove the foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): user can detect/prevent the suggested event by following IFU below. Detection method is described in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
Insufficient angle, as stated in the initial report, was mistakenly added as this event is not a reportable event.

Event description:
It was reported that the gastrointestinal videoscope had insufficient angle, and there was tissue glue inside the clamp channel. The event occurred during the reprocessing. There were no reports of patient harm.

Manufacturer narrative:
It was reported that the gastrointestinal videoscope had insufficient angle, and there was tissue glue inside the clamp channel. The event occurred during the reprocessing. There were no reports of patient harm.